Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer reported a crack located at the back of the pump. Insulin pump passed the displacement test. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails, broken reservoir tube lip, cracked reservoir tube lip, partially detached retainer ring, missing display window cover, cracked keypad overlay. In summary, the customer¿s report of a crack located at the back of the pump was confirmed during visual inspection. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the back of it. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.